Event description:
On (B)(6) 2013 customer states they were called to operating room for a cysto on a (B)(6) female and the generator console would not turn on. The pt was moved to another room and the procedure was completed without further incident. No pt injury.

Manufacturer narrative:
Tech support spoke with the customer who reported the sedecal integrated console would not stay powered up when using the on toggle switch. Tech support gave him the part number for a replacement integrated console. On a f/u call, customer states the generator console display was replaced and the system was fully functional.